Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation confirm via mammogram. Later, healthcare professional reported "completely deflated". Patient later reported "feel different". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, g2, h6.

Event description:
Later, healthcare professional reported "completely deflated". Patient later reported "feel different". Device has been explanted and replaced.

Event description:
Patient reported, left side deflation confirm via mammogram. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.